Event description:
It was reported that the ventilator shut down while connected to a pt. It is unk if the ventilator alarmed when the reported problem occurred. It is also unk if the ventilator shut down with no power or if the turbine stopped delivering air to the pt